Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the axsym troponin-I adv reagent kit's lid failed to open completely causing the probe to crash. There was no impact to pt mgmt reported.